Event description:
It was reported that the stent was difficult to position, requiring intervention. A 10 x 60 x 120 epic self-expanding stent was used during a transjugular intrahepatic portosystemic shunt (tipss) portal thrombectomy procedure. The case involved moderate thrombosis, moderate tortuosity, and 90% stenosis. During deployment, the stent jumped or migrated and missed the intended lesion. Although the stent remained implanted and fully deployed, the procedure was successfully completed using a different stent. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter address: (B)(6).